Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013. According to the complainant, the patient underwent her third bronchial thermoplasty procedure to the right and left upper lobes. The procedure was completed successfully and the patient experienced only a light secretion during irrigation. No technical problems were encountered. On (B)(6) 2013, the patient returned for a follow-up visit and the physician noted some wheezing and a light lower saturation. On (B)(6) 2013, the patient underwent a bronchoscopy and a plug of "highly viscous fibrinogenous mucous" was found. The physician used forceps to lightly pull and remove the mucous plug from the patient. The patient's status improved and the patient was discharged on (B)(6) 2013.

Manufacturer narrative:
(B)(4). MFR name: boston scientific corporation (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Mucous plug and wheezing are listed in the dfu as potential adverse events that may occur. Therefore, the most probable root cause classification is anticipated procedural complication.